Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. (B)(4)

Event description:
It was reported that the device experienced a partial reset. The device recovered to previous parameters and remains in use. No patient complications have been reported as a result of this event.